Event description:
Reporter alleged the connector pins from the blood glucose monitoring device wee pushed upside down however there was no burning, scorching, melting, or corrosion on the device. Upon further investigation by the evaluation department of the MFR; it was determined pin 3 of the device was melted and pulled out as well as being damage to pin 6 and 9. Reporter indicated no actions were taken and no treatment rec'd as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.